Event description:
During index procedure the patient had one endeavor drug-eluting stent implanted to the right pav. A non-medtronic stent was also implanted to the distal rca. Approximately 48 months post index the patient died. The cause of death was indicated as cardiac.

Manufacturer narrative:
(B)(4). Results and conclusions: (death).